Event description:
The customer reported this right ventricular lead was explanted due to dislodgement. No adverse pt effects were reported. The lead was actively implanted for approx 9 years, 5 months.

Manufacturer narrative:
The explanted lead has not been returned for analysis. The MFR made attempts to obtain the lead via emails to the customer on 02/17/2010 and 02/25/2010, but was not successful. The event will be re-evaluated if add'l info becomes available. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.